Manufacturer narrative:
Follow up MDR with device evaluation. It was reported the needles were clogged. To aid in the investigation, sixty-nine samples with no packaging blisters were provided to our quality team for investigation. Thirty-two samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-five samples expelled the solution with a normal flow. Seven samples did not expel the solution; these needles are clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide needle only, 25 g the needle was clogged. This occurred four times. There was no report of patient impact. The following information was provided by the initial reporter: most of the needles are not working properly. When they push fluid up, its like its blocked. Will not advance. Of their 3 boxes, they've had another 4 needles.